Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal unknown baclofen 2000 mcg/ml at 660.3 mcg/day via an implantable pump for intractable spasticity. It was reported that the hcp interrogated the pump and noted a critical alarm occurred. The pump logs showed: critical alarm- pump defaulted to minimum rate - 07 system error. The hcp was conferences in and reported that the patient was symptomatic (specific symptoms were not reported) and that the patient nor wife had heard an audible alarm from the pump. It was noted the patient was hearing impaired to some degree. Caller was advised to enter desired programming settings, play audible alarm sound for the patient and spouse, and update the pump. The troubleshooting steps that were taken on the call resolved the issue. Reviewed with the caller that the audible alarm may need to be silenced as well.

Manufacturer narrative:
The previously applied patient code / annex e code e2401 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient had began noticing more tightness and just overall not feeling well. The cause of the critical alarm and pump being in safe rate mode was not determined. The pump was reprogrammed with the settings prior to the reset. The physician also re-interrogated the pump after the update to verify no active alarms as per the technical representative¿s recommendations. The patient was seen two days later to read the pump again and no issues were detected. The patient¿s weight at the time of the event was unknown.